Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels as low as 40 mg/dl due to needing to turn the pump's control iq feature off. Reportedly, the customer corrected the setting and resumed insulin therapy.